Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 29032, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received 6 july 2022. Patient identifier: (B)(6). Sex: male age (at time of consent): 26 years date of surgery: (B)(6) 2022 model: lxmc15 device lot number: 29032 adverse event term: dysphagia site awareness date: (B)(6) 2022 end date: blank severity: mild is the adverse event serious? No relationship to study device: probable relationship to primary study procedure: probable drug therapy: yes outcome: recovering/resolving relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship. Dilation performed: no diagnostic intervention: no diagnostic imaging: no drug therapy: yes observation: no linx explant: no other surgical intervention: no other intervention/treatment: no according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: no did this event result in the patient¿s discontinuation of the study? No updated: relationship to study device : probable => causal relationship. Relationship to study procedure : probable => causal relationship. Severity : mild => moderate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2022. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. Additional information: updated. Log line: 1. Updated: outcome: recovering/resolving: not recovered/not resolved.